Event description:
It was reported that the intellivue mx800 patient monitor did not audibly or visually alarm for the patient in bed 2516c when the patient's vitals flatlined on (B)(6) 2022 at approximately 15:46. The device was in use monitoring a patient at the time of the reported event. The (B)(6) male patient with a weight of 5 kg had to be bagged and oxygenated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx800 patient monitor did not audibly or visually alarm for the patient in bed 2516c when the patient's vitals flatlined on (B)(6) 2022 at approximately 15:46. The device was in use monitoring a patient at the time of the reported event. The 6-month old male patient with a weight of 5 kg had to be bagged and oxygenated. The current patient status is unknown. During the initial call with the biomedical engineer the logs were reviewed by the remote support engineer over the phone indicating that device did alarm, and was acknowledged by the user. A philips technical consultant (tc) went onsite to evaluate the event. There have been several attempts made for additional information with no response therefore the alleged problem cannot be confirmed and cause is unknown.